Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: the customer claims that one syringe in a closed blister contained threads. Due to the bad phone connection, it was difficult to get all other details but the customer will be sending as a picture of the affected product per mail.

Manufacturer narrative:
H.6. Investigation: four photos and one sample were provided to our quality team for investigation. Upon visual inspection, a white fiber was observed on the outside of the syringe barrel. Using magnification the fiber was determined to be a polypropylene fiber. A device history review was performed for the reported lot 2010070, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any polypropylene particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment. H3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: the customer claims that one syringe in a closed blister contained threads. Due to the bad phone connection, it was difficult to get all other details but the customer will be sending as a picture of the affected product per mail.